Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on (B)(6) 2020 and mesh was implanted. On (B)(6) 2022, the patient had a consultation after partial excision of the strip under urethral by transobturator route. It was reported that only improvement was the improvement of bladder emptying. The patient reported experiencing vaginal pain that makes relationships impossible, left lateralized retropubic pain favored by walking, and still the possibility of getting in a sitting position with peri-anal pain. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-07035.